Event description:
The user facility reported a hose from the bottom of a system 1e was leaking. There was no injury or procedural delay/cancellation reported.

Manufacturer narrative:
A steris service technician arrived onsite and confirmed the leak from the straight factory crimp fitting at the a/b pre-filter inlet. The technician observed damage to the gasket consistent with over-tightening of the hose fittings. The leak was confined inside of the cabinet and no standing water was seen on the floor. The technician who performed the last service activity was cautioned regarding improper over-tightening of the hoses. The technician performed the necessary repairs, ran a diagnostic and processing cycle and returned the unit to service. No further issues have been reported.